Manufacturer narrative:
The investigation was just started. The result will be provided after closing the investigation.

Event description:
It was reported that the device was in use during cirurgical procedure and restarted alarming power failure and ventilator failure, and do not recognized the eletrical net at the time of the event. No injury reported.

Manufacturer narrative:
For the investigation the provided logfile was analyzed. It was possible to reconstruct the described event. The device switched to battery mode as the power supply failed. However, the battery set was totally discharged in a very short time and the device switched itself off. Manual ventilation remains possible in this case. With a new battery set the discharge range is between 4% to 10% in 10 minutes. Provided that the battery is fully charged, operation can be continued with the current settings for at least 30 minutes (up to 90 minutes, depending on the ventilation parameters / see chapter power failure in the IFU). The batteries are subject to an aging process and have to be replaced periodically during product maintenance (each 3 years). For the particular case it was confirmed that the batteries were overaged already this device was built in 2005. It must be assumed that the power supply was not replaced in the meantime and so it was built in 2005, too. As there was no replaced hardware available a detailed investigation was not possible. Dräger finally concludes that the reported event was the consequence of at least two contributing factors: there was a malfunction in the power supply and the fail-safe mechanism (battery operation) did not work, possibly due to lack of maintenance.

Event description:
It was reported that the device was in use during surgical procedure and restarted alarming power failure and ventilator failure, and do not recognized the electrical net at the time of the event. No injury reported.